Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially induced ventricular tachycardia (vt) due to biventricular trigger mode pacing. Vt was terminated with anti-tachycardia pacing delivered. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.